Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. Fluid was found underneath the cycler however the source of the leak is unknown. The cassette door and compartment were dry as well as the cycler set cassette. The solution bag connections were also confirmed to be tightly secured. The patient reported receiving an air detected in cassette alarm once during dwell 6 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however it could not be confirmed whether the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. Fluid was found underneath the cycler however the source of the leak is unknown. The cassette door and compartment were dry as well as the cycler set cassette. The solution bag connections were also confirmed to be tightly secured. The patient reported receiving an air detected in cassette alarm once during dwell 6 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however it could not be confirmed whether the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A force gauge check was performed and passed. A door/cassette switch check was performed and passed. A patient sensor check was performed and passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were no issues encountered with the insertion or removal of the cassette. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks were also performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.